Event description:
The patient reportedly complained of dizziness, vomiting and tinnitus at some point after implant surgery. These symptoms also had been reported by the patient in the 5 years prior to implant surgery. Using the appropriate diagnostic equipment, it was determined that multiple electrodes were not functioning according to specifications. Explantation/reimplantable surgery was recommended.